Event description:
It was reported the right ventricular (rv) lead had increase in impedance from approximately 500 ohms to a high of just above 2000 ohms bipolar. It was noted the unipolar impedance was 492 ohms and the other electrical measurements were stable. It was stated the patient does daily upper body weight lifting and daily swimming. An increased follow up to monitor the lead was considered and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.